Event description:
On 4/9/1998, the pt contacted the MFR's customer service representative and stated that the device had failed. On 4/15/1998, the pt informed the MFR.'s representative of the following: on 3/31/1998, a chest x-ray demostrated that the device catheter had sheared and a 6" segment of catheter traveled through the vein and lodged in the pt's heart. The x-rays (in the pt's possession) show that a section of the catheter appeared almost flat/compressed. The 6" segment of catheter was removed on 4/1/1998, and the pt's knowledge has been discarded. On 4/6/1998 the device body and a 2" portion of attached catheter were explanted and were in the pt's possession. The pt stated that he wished to return the device with attached segment of catheter of the MFR. For analysis. No further details were provided at this time.